Event description:
It was reported that the user observed a cracked ilet pump housing during a work break and the touchscreen became nonresponsive, after which a replacement pump was arranged and the user was instructed on shutdown, data sync via the mobile app, and return procedures. Symptoms included no reported adverse health effects. Outcomes included continued glucose monitoring using the dexcom app or receiver and initiation of startup on the replacement device, as prior device data would not transfer. Investigation included customer service troubleshooting, confirmation of nonresponsive screen behavior, and collection of device return for assessment. Investigation of this device revealed physical damage to the pump enclosure and an unresponsive display interface consistent with a damaged screen; no software or control malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the device¿s external component.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.